Event description:
(B)(4). Constant sharp shooting pains in sides of abdomen. Severe pain during ovulation. Longer, heavier periods, extreme fatigue, dry skin problems, including psoriasis on my scalp. Difficulty sleeping, mood swings, depression, pain during sex. Join pain.